Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 091045 with the following internal whole blood control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 091045 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 091045 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labled claims.

Event description:
A (B)(6) result was reported on a fingerstick whole blood sample from a pregnant female patient tested with the alere determine hiv 1/2 ag/ab combo. The biorad antigen/antibody eia combo assay was used to confirm the patient as (B)(6). There is insufficient information to determine if a malfunction occurred. It was unknown if art was administered or not.